Event description:
Suffered comminuted intertrochanteric fracture left hip on 11/13/94. Pt was doing well until 1/27/96 when he felt sharp pain in hip when getting out of bed. There was no trauma to hip surgery on 1/31/96 revealer fracture of side plate.